Event description:
The customer contact reported the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. The pump was returned to the biomedical department with an unsigned note that stated "broken." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a 11/004 service alarm code. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found at power up the device alarmed for 11/004/130 (less than 2.0 volts on lithium battery) service code alarm. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.